Manufacturer narrative:
Additional information: h6 and h10. H10: the actual sample was not available; however, a photograph and video of the sample were provided for evaluation. During visual inspection of the provided photographic samples, a leak was observed originating from the header cap. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause is a defective welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from an unspecified location of a revaclear 400 set during prime. There was no patient involvement. No additional information is available.